Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a another device during the same procedure.

Manufacturer narrative:
This report is filed 02 sep 2015.

Manufacturer narrative:
(B)(4).